Event description:
Customer's wife reported the insulin pump is alarming sensor error. Troubleshooting was performed. Customer's blood glucose level was 109 mg/dl, was low before the call. The sensor was inserted in the abdomen; it appears to be fully inserted and flat against the skin. Connecters do not seem damaged. Transmitter was test, determined functioning correctly. After test customer was advised to; reconnected transmitter and sensor and "start new sensor" to reconnect the sensor to the insulin pump. Customer's wife also reported the needle came off in two sensors. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.